Event description:
The customer reported the nozzle of the subject device was clogged and air/water could not pass smoothly. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. This report is being submitted for the reportable malfunction of clogged nozzle.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (clogged nozzle) was confirmed. It was observed the nozzle was clogged with black rubber and some powder material (foreign material). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing was performed in accordance to the instruction manual. The air and water channel was flushed with water with an air and water channel cleaning adapter. There was no damage to the packing of the air and water valve or cleaning adapter. However, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: bulges, dents, or other irregularities.·operation manual_ inspection of the endoscopic system -inspection of the air-feeding function -inspection of the objective lens cleaning function. ¿olympus will continue to monitor field performance for this device.